Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due the lack of device sample and batch number to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this compliant will be updated.

Event description:
Customer complaint alleges that "several hours after starting the therapy, the patient's condition got worse, so the user checked the respiratory device system and found that it didn't generate steam. The user also stated the connection between the adaptor and bottle was unstable so the steam was leaking from there." Additional information received reported that a new device was obtained for use, and the patient's condition was "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the puncture pin protector and the snap-on flowmeter adaptor were missing. A sample of the adaptor (part number tfx-001743, lot # 7-2717742) was selected from current inventory at the manufacturing facility and was assembled on the received sample in order to perform a functional test. During the testing no issues or discrepancies were found. In addition, the sample was assembled with a sterile water concha mini bottle (part number 381-52) and functionally tested. No issues were encountered. The customer complaint of "leaking during use" could not be confirmed as the complete sample was not returned for evaluation. To perform a proper investigation and determine the source of the reported defect it is necessary to evaluate the complete sample involved in this complaint.

Event description:
Customer complaint alleges that "several hours after starting the therapy, the patient's condition got worse, so the user checked the respiratory device system and found that it didn't generate steam. The user also stated the connection between the adaptor and bottle was unstable so the steam was leaking from there." Additional information received reported that a new device was obtained for use, and the patient's condition was "fine".